Event description:
The hcp reported the patient had been experiencing increased pain. The catheter was determined to be "clogged" and the the pump was stalling. The pump and catheter were explanted and replaced. The patient is reported to have recovered without sequela and is doing fine.

Manufacturer narrative:
H6 - final device analysis results reveal catheter leakage - hole. Used for the catheter.